Event description:
Boston scientific received information that this left ventricular (lv) lead displayed an unexpected, low lv pacing percentage. An x-ray was performed which showed the a likely lead dislodgement. The patient was reported to be a twiddler. The patient was seen for a lead revision where the lead was successfully repositioned. The next day, the patient developed a hematoma and the device displayed loss of lv capture. Subsequent information from the local field representative indicated that once the hematoma resolved, capture was regained. The lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information indicates that the lead had partially dislodged and had shown increased thresholds. The lead was still in the proximal coronary sinus. A lead revision procedure was performed where the lead was explanted and replaced. There were no adverse patient effects reported.